Event description:
A laboratory technologist was splashed in the eyes upon opening diluent bottle four of calibrator kit 2. Per msds and labeling for vitros clinical chemistry calibrator kit 2 - calibrator level 4; this fluid is an eye irritant.